Event description:
Hcp reported the patient's pump was started (05/2003) at 2.0 mg/day of morphine. In 05/2003, the rate was turned up to 2.5 mg/day. The patient presented in 2003 at the office feeling constipated and sluggish. During that visit, patient was turned up to 3.0mg/day. Later the day patient presented to the emergency room with paresthesia. The drug was cultured. No organism growth or contaminant found. The pump was emptied and refilled with saline. Patient was given oral medication for pain. The hcp believes the patient had an "idiopathic reaction" to the morphine and the there is nothing wrong with the pump. A follow up report will be sent when additional information is received.